Event description:
It was reported that during the procedure, the electrode was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not available for return. The result of the investigation is inconclusive for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: the instructions for use for the wavelinq endoavf systemvwas reviewed and contains the following information relevant to the reported event. Warnings: 1. The wavelinq¿ 4f endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. Precautions: 5. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Electrode activation: electrosurgical unit: tva or bd esu-1. Electrosurgical pencil. Must have a 3 prong universal connector that interfaces with an esu-1. Must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. Ground pad. Must have a universal connector that interfaces with an esu-1. Must be rated to disperse a minimum of 60w for 2 seconds. Arm restraint. Tz medical arm board ref cz-400-tva and arm straps. Inspection prior to use: 1. Before removing the wavelinq¿ 4f endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. Preparation of the catheters: 23. Carefully inspect the wavelinq¿ 4f endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ 4f endoavf system to sterile field using standard transfer precautions. H10: d4 (expiry date: 02/2022). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the electrode was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of (B)(6) 2021. The correct g3 date is (B)(6) /2021. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not available for return. The result of the investigation is inconclusive for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event warnings: 1. The wavelinq¿ 4f endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. Precautions: 5. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Electrode activation ¿ electrosurgical unit: tva or bd esu-1 ¿ electrosurgical pencil must have a 3 prong universal connector that interfaces with an esu-1 must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. ¿ ground pad must have a universal connector that interfaces with an esu-1 must be rated to disperse a minimum of 60w for 2 seconds ¿ arm restraint tz medical arm board ref cz-400-tva and arm straps inspection prior to use 1. Before removing the wavelinq¿ 4f endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. Preparation of the catheters 23. Carefully inspect the wavelinq¿ 4f endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ 4f endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ 4f endoavf system to sterile field using standard transfer precautions h10: d4 (expiry date: 02/2022), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022). Device pending return.

Event description:
It was reported that during the procedure, the electrode was allegedly broken. The procedure was completed using another device. There was no reported patient injury.